Event description:
The patient reportedly has expired intermittencies between the external equipment and the cochlear implant. The patient was seen for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient's device was explanted.